Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Lead failure predictor last triggered on (B)(6)2012 for ventricular sensing integrity counter (sic) greater than or equal to 30 in 3 days and 2 or more high rate non-sustained episodes less than 220ms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing of noise with sensing integrity counter (sic) and non-sustained tachycardia (nst) episodes. The rv lead also had double counting of one complex with t-wave oversensing (twos). The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.